Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer reported they received no delivery alarms which was resolved by complete set changed. Customer also reported that act button was hard to press. Customer confirmed that time clock was advancing forward. Customer stated that battery life of insulin pump was less than expected and battery cap and compartment was damaged. Customer stated that drive support cap appears to be normal and insulin was not squirting out during priming. Customer was using insulin pump within 48 hours of low blood glucose incident. The insulin pump will be returned for analysis.